Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during use dwell 1/2. The home patient (hp) said they did had some trouble priming, and said they may be doing something wrong when they sets up, the technical service representative (tsr) explained step by step set up to the hp, they cycled the power got se 2367 occurred, the tsr explained and, advised the home patient (hp) to contact the peritoneal dialysis (pd) nurse. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the (B)(6) 2012, the regarding reported problem. The hp stated that for that evening they just ended therapy for the night. The hp stated they are not sure what caused the alarm, but they did have some difficulty priming earlier in therapy setup. The hp stated they checked everything and they did not notice anything unusual with the supplies. The hp stated the tsr went through the setup steps with them, and they still could not find what caused it. The hp stated they cannot recall the lot number, and they no longer have samples available for evaluation. The hp stated therapy is going good, and they are going to talk to their nurse tomorrow at their clinic visit. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.